Manufacturer narrative:
An attempt is currently being made to obtain information on the reported lead dislodgements. At this time, no additional information is available. Reference: forleo gb, della rocca dg, papavasileiou lp, molfetta ad, santini l, romeo f. Left ventricular pacing with a new quadripolar transvenous lead for crt: early results of a prospective comparison with conventional implant outcomes. Heart rhythm. . 2011; 8(1): 31-7.

Event description:
Boston scientific received information through a journal article of a study where forty-five consecutive patients underwent implantation with either the quadripolar or a conventional bipolar left ventricular (lv) leads. The lv bipolar leads used in this study were from three different manufacturers, including boston scientific. Four patients in the bipolar group had phrenic nerve stimulation (pns), and two of those occurred within 1 week of implantation. In three patients, diaphragmatic stimulation was prevented by reprogramming and the fourth patient was pending for a solution at the end of the 3-month follow-up. Another 2 patients in the bipolar group required re-intervention for overt lv lead dislodgment. No other patient effects were reported.